Manufacturer narrative:
A sample was not returned for this complaint. Root cause could not be determined. The device history record (DHR) for the lot number, aa6270v01, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. There were no abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. All information reasonably known as of 09may2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving three different patients. This is the third of four reports. Refer to 9611594-2017-00028 for the first report. Refer to 9611594-2017-00029 for the second report. Refer to 9611594-2017-00031 for the fourth report. It was reported that the emergency department has experience four endotracheal tubes where the cuffs was not holding the pressure. The cuffs deflated very soon after being placed into the patient and the patient needed to be re-intubated. One patient had two failures. Additional information was received on the same day that states, three patients affected for a total of four incidents reported for the endotracheal tubes. Two of the four reported endotracheal tubes were for the same patient. There were no patient injuries reported. No additional information reported.